Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited an audio failure. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device self-test reported an audio error. The asp evaluated the device and confirmed the audio fault. The user was instructed to perform another self-test in which the device returned to full functionality. The device remains at the customer site. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device returned to full functionality after re-running the self-test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.